Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a gold probe was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during procedure, the probe tip disconnected from the sheath. The procedure was completed with another gold probe. There were no patient complications reported as a result of this event and the patient was reported to be stable.

Event description:
It was reported to boston scientific corporation that a gold probe was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during procedure, the probe tip disconnected from the sheath.the procedure was completed with another gold probe. There were no patient complications reported as a result of this event and the patient was reported to be stable.

Manufacturer narrative:
Device problem code 2907 captures the reportable event of the tip of the needle detached. Investigation results: one gold probe was received for analysis. Analysis of the returned device revealed that the tip was detached from the catheter. Additionally, the catheter was cut and a blue stain was observed inside the catheter. No other issues were noted. The blue stain that was observed within the catheter of the returned device was analyzed and presented a spectral match with adhesive materials and cholesterol medication. The stain most likely occurred as a result of use of the device during the procedure. Analysis results captured a 96.20% match to cascophen lt 68d, which is an adhesive, indicating that the adhesive was applied to the device during manufacturing process. The stain also captured a 96.50% match to colestipol hcl in kbr (colestipol hcl is the generic form of the brand-name drug colestid, which is used to treat high cholesterol.) Most likely handling and manipulation of the device during use contributed to the event of distal tip detached. Based on the information available and the analysis performed, the most probable cause of the reported event is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution.